Event description:
This (B)(6) male pt presented in late 2009, with a large saccular aneurysm of the aorta that was believed to be related to an infection, possibly secondary to a (then) sealed esophageal perforation. He also had a long list of additional, significant co-morbidities. He was given a prolonged period of antibiotic therapy. Following this, he had placement of a gore tag thoracic endoprosthesis, which successfully excluded the aneurysm. Several months later, cat scan follow-up showed good exclusion of the aneurysm. He then presented in (B)(6) 2010, with an infected gore tag thoracic endoprosthesis and an aorto-esophageal communication. He was operated on for revision bypass surgery, removal of the gore tag thoracic endoprosthesis and repair of the esophageal defect. He was admitted to the ICU in guarded condition, and unfortunately expired two days later. Cause of death was ischemic encephalopathy, exsanguinating hemorrhage, media stenotis, and aorto-esophageal fistula.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.